Manufacturer narrative:
The golvo instructions for use (IFU) state before lifting, always make sure that: the lifting accessory is selected appropriately, in terms of size, material designa nd with regard to the patient¿s needs. The lifting accessories are not damaged. The lifting accessories are correctly attached to the lift. The lift strap is not twisted or worn and can move in and out of the lift. The lifting accessories hangs vertically and can move freely. The lifting accessory is correctly and safety applied to the patient in order to prevent injuries. The sling bar latches are intact. Missing or damaged latches must always be replaced with new ones. The sling¿s strap loops are correctly connected to the sling bar hooks when the sling straps are extended but before the patient is lifted from the underlying surface. Incorrect attachment of sling to slingbar may cause severe injury to the patient. The inspection of the device by a hillrom technician found the lift to be working as designed and indicated that the event was due to twisting of the bracket of the attached scale, thus causing the bracket to break. The ultimate cause of the breakage is unknown at this time, however, the provided images indicate the associated bracket was subjected to a substantial amount of force/torque resulting in twisting of the bracket and ultimate breakage, in this event, the patient was noted to have chest trauma. Based on the details provided, the severity of the patient's injury cannot be determined. Although the inspection of the device found the lift to be working as designed, if the reported event were to recur in which the user maneuvered the device to result in the twisting/breaking of the bracket thus resulting in the slingbar giving way, it would be likely to cause or contribute to serious injury or death. If any additional relevant information is received the complaint will be addressed accordingly.

Event description:
The customer reported that during the use of the golvo 7007, as the patient was being lifted, "a cracking sound was heard" and the "gallows gave way" (slingbar) resulting in the patient falling onto the bed and the "gallows" falling onto the patient's chest. The patient was reported to be frightened and sustained chest trauma. Specific details of the trauma or any required medical intervention was not reported. This incident was captured under hillrom complaint ref # (B)(4).